Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the common bile duct. The patient had a previously placed bsc metal stent already implanted. The physician alleged no complaint with the previously placed stent. Due to the disease progression, an additional stent was needed to cover a longer section of the bile duct. The stent was to be placed telescoping within the previously implanted stent. During the procedure, the physician began deployment of the stent. The physician attempted to reconstrain the stent to reposition the stent system. However, the stent would not completely reconstrain; approximately 10% of the stent remained partially deployed. The partially deployed stent was removed from the patient without issue. No visible damage was noted to the device. The complainant noted that tortuous patient anatomy may have contributed to the difficulty reconstraining. The procedure was completed with another wallflex biliary rx covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.